Event description:
Complaint alleged that the foot hi/low drifts down.

Manufacturer narrative:
Technician found that the foot hi/low would drifts down. Replaced hydraulic manifold to resolve this issue. Bed found in ICU.